Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the heavily calcified, moderately tortuous right coronary artery (rca). Near the end of the procedure, after eight to ten treatments, the physician observed the distal part of the viperwire guide wire was fractured. A snare was used to retrieve the fractured component. The patient was in stable condition. In the physician's opinion, the fracture may have been caused by the wire being located in a small branch.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the heavily calcified, moderately tortuous right coronary artery (rca). Near the end of the procedure, after eight to ten treatments, the physician observed the distal part of the viperwire guide wire was fractured. A snare was used to retrieve the fractured component. The patient was in stable condition. In the physician's opinion, the fracture may have been caused by the wire being located in a small branch.

Manufacturer narrative:
A visual inspection, sem analysis and dimensional analysis was performed on the returned device. The reported material separation that resulted in unexpected medical intervention is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported material separation that resulted in unexpected medical intervention could not be determined. Sem analysis of the fracture face shows evidence of nitinol fatigue failure. The presence of fatigue evidence indicates that the wire failed during an elevated stress condition of which the cause is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.